Event description:
The patient experienced decreased drug effect. A contrast study showed contrast agent the l4 level and the catheter leak was suspected. The distal portion of the catheter was replaced. During the replacement procedure, it was noted there was no suture at the strain relief sleeve. The sleeve was moved to the v-wing anchor and the connector part between the distal catheter and proximal catheter was also moved and tunneled to the side abdominal subcutaneous fat. The patient recovered.

Manufacturer narrative:
(B) (4).